Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
He customer reported via phone call that they were hospitalized due to diabetic keto acidosis and high blood glucose on an unknown date. Customer's blood glucose was over 700 mg/dl. Customer stated it was kinked and received no delivery alarm. The insulin pump will not be returned for analysis.